Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by patient's legal representative that patient underwent a total hip replacement on (B)(6) 2005. Revision procedure was performed on (B)(6) 2010, allegedly due to loosening, metallosis and soft tissue reaction. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.